Event description:
During a surgical procedure, the surgeon found a stringy debris on the black cover of the scissors as he was removing it, the debris fell into the pt and an additional incision was needed to retrieve the piece. The piece was retrieved with no other issues.

Manufacturer narrative:
At the time of this report, multiple attempts to obtain further info from the hospital have been unsuccessful, and the device has not yet been returned for evaluation. As a result, a determination cannot be made at this time. If further info becomes available, gyrus acmi will continue the investigation and update the agency accordingly.